Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure a farawave catheter was selected for use. It was mentioned that the center of the catheter was torn when attempt was made to adjust its shape. No patient complications were reported. No further information was provided.